Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) reporting that they were in the position of consideration of stimulation for axial thoracic pain and periscapular pain for patients with relatively spread out axial thoracic pain over multiple levels, anywhere between t1 and t12, the pain is non-radiating, no dermatomal pattern, no history of neuropathic problems such as postherpetic neuralgia. Diagnostic studies generally show fairly minimal degenerative changes. The hcp had found the response of axial lumbar pain to stimulation to be less than spectacular. While the hcp will frequently have successful trials for axial lumbar pain, it is not uncommon for patients who proceed with implantation to ultimately fail and request removal of the device within a year. Given this experience with axial lumbar pain, the hcp have similar concerns regarding using stimulation for axial thoracic pain. No further complications were reported as a result of this event.